Manufacturer narrative:
On october 18, 2021, the mentor failure analysis lab received the device for evaluation. Paperwork received with the device indicated that replacement device used on the right side on august 19, 2021 was catalog number 3503254bc; serial number (B)(6). On october 25, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 325cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following information and corresponding fields have been updated on this form: this was patient's revision augmentation surgery the affected side was right. Date of implant was (B)(6) 2021; field d6a updated date of explant was (B)(6) 2021; field d6b updated removal with silicone gel replacement on (B)(6) 2021, mentor became aware that incorrect manufacturer¿s reference number was inadvertently reported as (B)(4) under the previous initial submission under field h10. It should have been (B)(4). Manufacturer¿s reference number: (B)(4) incorrect manufacturer¿s reference number was inadvertently reported as (B)(4) under the previous initial submission under field h10.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the smooth hpg, 325cc breast implant was observed with no apparent damage or visual anomalies. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome health effect - clinical code (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 325cc mentor memorygel breast implant expressed unknown side dissatisfaction and product dislike. As a result, the device was explanted on an unknown date.